Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device involved in the incident, it was determined that the drawer was unable to recover storage space. The field service engineer (fse) found that auxiliary full height drawer 4 failed to remain closed. Upon inspection, it was discovered that the magnet was missing from the latch. The fse installed a new latch, after which the drawer began functioning properly. Preventive maintenance (pm) was also performed. The system functioned as intended after the field service engineer repaired the device

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 4 unable to recover storage space. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.